Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: chemo went out to floor to be administered. Notes from customer reporting: nurse noticed that eh pts irinotecan hand its line filling up with air, and the solution wasn't flowing from the bag. Pharmacy looked at line, and pharmacy made a new bag for pt. Tested the bag afterwards. The bulb on the line would not fill when attempting to backprime the line. No solution would flow through the line. It didn't seem to have pressure in the bulb, almost felt deflated. Line is defective in some way.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used contaminated sample was provided for evaluation. The sample underwent visual inspection, and no defects or disconnections were identified. Due to the closed system transfer device (cstd) being connected to the IV set, testing for backflow, occlusion, and air-in-line could not be performed. Therefore, the reported defect was not confirmed. Although the reported defect was not confirmed, other reports of this nature, the manufacturer has initiated a corrective action and preventive action (CAPA) in order to further address issues with sets which are unable to prime and backflow during secondary infusion with IV sets due to the improper functionality of the backcheck valve. A corrective action/preventive action (CAPA) was initiated to address the issue of this nature. A CAPA is a systematic process utilized to identify the root cause of an issue or potential issue in a product or process and to introduce remedial actions (known as corrective actions) to prevent recurrence. At b. Braun this process is utilized to ensure a thorough resolution to the issue and to ensure that it is visible and managed by the management team accountable for this product or process. The CAPA process includes requirements for effectiveness checks to ensure that the issue does not re-occur and that all implemented actions adequately address the root cause. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. (Delete this paragraph if no lot number provided). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.